Event description:
It was reported that the patient is being considered for a right hip arthroplasty revision to address unknown complications nine (9) years post-operatively. No revision procedure has been reported to date. Initial operative notes did not identify any intraoperative complications or abnormalities. Additional information was requested, however, none was available.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown head, lot #unknown; item #unknown, unknown liner, lot #unknown; item #unknown, unknown stem, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03478, 0001822565-2019-03482, 0001822565-2019-03488.

Event description:
It was reported that the patient had a right total hip arthroplasty. Subsequently, approximately nine years post op the patient is being considered for a revision procedure due to an unknown reason. However, no revision procedure has been reported to date. Additional information was requested, however, none was available.